Event description:
We had several incidents about a significant hardware failure that have resulted in hundreds of erroneous lab results being reported due to a cuvette leak in the instrument. Indicated at the time there were no warnings internally by the analyzer that the cuvettes were not completely cleaned before inserting another sample into the cuvette. This resulted in random erroneous test results that affected all analyte testing run in the cuvettes. This has happened several times in our laboratory. FDA safety report ID # (B)(4).